Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer performed a power cycle after the procedure to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although a definitive root cause cannot be determined, the probable root cause is attributed to the double data rate (ddr) memory or an interface issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc1) was blue. The customer moved to the other scc to complete the case. System logs indicated a loss of left video input. Technical support engineer (tse) told customer they would have to power down the system to reboot the scc to attempt to get the vision back in the left eye; however, they did not wish to power cycle the system at that time. The procedure was completed as planned with no reported injury.